Event description:
It was reported that after a cardiac interventional procedure arteriotomy closure of the common femoral artery was attempted using a proglide device. Reportedly, the physician deployed the proglide sutures in the common femoral artery uneventfully; however he wanted to maintain guide wire access and attempted to reinsert the 0.035 j tip guide wire through the guide wire exit port, before knot advancement to the arteriotomy. The guide wire could not be advanced, the physician also attempted to use a different wire, this time a 0.035 straight guide wire, with the same result. The physician removed the proglide device from the patient groin and closed the arteriotomy with the deployed proglide sutures. The physician confirmed that hemostasis was achieved and the patient did not experience any adverse sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicates: the site contact (technician) indicated that it seems like the sheath, at the location below the guide wire exit port, is kinking. After the device was removed from the patient the technician was able to put the guide wire through the guide wire exit port of the proglide.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially indicated that the device was available for evaluation. Follow-up information received indicates the device was discarded; therefore, a failure analysis of the complaint device could not be completed. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a possible product issue related to the difficulty to insert the guide wire through the guide wire exit port was detected. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.